Event description:
The customer reported via phone call that she has changed the set and could not get her blood glucose under 200 mg/dl. The customer stated she found small air bubbles in the tubing. She did not rewind the insulin pump with a reservoir in place and insulin was stored at room temperature. The customer declined to continue troubleshooting and took a manual injection. Infusion sets and reservoir are being sent for customer to try.

Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir, and performed testing. The reservoir passed per inspection, and no air bubbles or o-ring defects were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.